Event description:
It was reported that the left ventricular (lv) lead impedance increased from 500 ohms to 1100 ohms with worsening threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.